Manufacturer narrative:
H6: investigation summary: it was reported there are blockages in the needles. As a sample was not returned for provided lot number 2010821, a thorough sample investigation could not be completed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided material number 305916, lot number 2010821. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2010821 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported by the customer that the bd safetyglide¿ needle only, 25 g x 1 in. Was not able to push the plunger to administer. The following information was provided by the initial reporter: my rpn has informed me that when she has used some of the needles she is not able to push the plunger to administer the medication/vaccine etc. It is like there is a blockage. She says she cannot even expel air from the syringe. I am wondering if it might be a bad lot. The lot # is 2010821.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: 2010821. Medical device expiration date: 31-dec-2026. Device manufacture date: 10-jan-2022. Medical device lot #: 2025237. Medical device expiration date: 31-dec-2026. Device manufacture date: 25-jan-2022.

Event description:
It was reported by the customer that the bd safetyglide¿ needle only, 25 g x 1 in. Was not able to push the plunger to administer. The following information was provided by the initial reporter: my rpn has informed me that when she has used some of the needles she is not able to push the plunger to administer the medication/vaccine etc. It is like there is a blockage. She says she cannot even expel air from the syringe. I am wondering if it might be a bad lot. The lot # is 2010821.